Event description:
Stryker made tmj replacements incorrectly. Five surgeries in 2 1/2 weeks. Extreme pain. Pneumonia. Hearing loss that will require hearing aids. Ear placement uneven. Red blood components too low to have to have new component replaced. This was surgical replacement. I have no parts or pictures. Total replacement tmj joints both sides. Ref report: mw5157325.